Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had arrow buttons that were very difficult to push and reported the pump was slower and louder when performing the rewind process. Customer declined to provide blood glucose. No further details were provided. Customer declined transfer to 24 hr technical support. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.